Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the pt came back to the cath lab the day following the implant of the rx vision with low blood pressure, and EKG changes. The angiography showed that the stented site was closed due to thrombus. Another company's stent was implanted into the same target lesion, and the vessel was reopened. The pt was reported to have rheumatoid arthritis, and was being given medications for that disease. The pt was given heparin during the procedure, and was started on plavix. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info. Hypotension, thrombosis, and EKG/ECG changes (detailed as rhythmical disturbances), as listed in the instructions for use (IFU), are known adverse events associated with the coronary stenting procedure.